Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A small baseline pe was noted pre-procedure. A 27mm watchman flx pro closure device was inserted and advanced to the laa. During the implant attempts, the 27mm watchman flx pro closure device was repositioned two times and multiple firm tug tests were performed before the device was fully implanted. The small baseline pe was noted to be unchanged. Approximately 45-minutes post-procedure while in recovery, the patient exhibited signs of distress. Transesophageal echocardiogram was performed identifying a pe. The physician believed the location was inside the laa. The patient was also experiencing cardiac tamponade. A pericardiocentesis was performed with removal of 1.5l of dull red fluid. The physician suspects the tug tests may have caused the pe. The patient was discharged three days post-procedure.